Event description:
According to the complaint, (B)(4) distributor reports the dental implant abutment was broken one year after fixation, causing a removal of the implant. This is a reportable serious injury.